Manufacturer narrative:
Two sealed blisters were returned. The parameters were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness and diameter. No visual attributes were observed. The solution was also tested. The ph was within specification. Not enough solution was available to test conductivity. A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. This lot was detained due to pending completion of package integrity testing per protocol (B)(4). Product was released after all testing completed and met requirements per protocol (B)(4). If additional information is reviewed, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Event description:
On (B)(6) 2013. Our affiliate in (B)(6) reported they had received an email from a pt's father reporting "she was seriously infected with corneal ulcer after switching to acuvue oasys...also, doctor advised that her eye sight might get worse faster than normal!" He reported that she had been a contact lens wearer for more than a year and had used two other brands. He stated that the pt went to school and called home that afternoon to complain of eye pain. The father noticed her eyes were red and "I immediately told her to remove the contact lens and have some rest." The next morning he reports, the eye was still red. She was taken to a gp and "was immediately referred to a specialist." He reports, "after regular treatment (2days once) from the specialist, she "maged" to recover but was left with permanent damage to her cornea." Medical records summary with sl photos state dx : left corneal ulcer, rapidly progressive, clinical appearance (ground glass appearance) of pseudomonas keratitis. Four slit lamp photos labeled: 1st day corneal ulcer, likely pseudomonas; corneal scar; non staining under fluorescent (healed ulcer); rx: zymar a1h, tobra q2h, ciloxan ung hs, tetracaine prn.